Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a procedure for debridement of the driveline due to infection, the patient experienced pump stoppages. The patient remained on batteries as an external driveline compromise was suspected. The patient was not symptomatic during the event. The log file displayed multiple red heart alarms, elevated power events, low speed and low flow events, as well as pump stoppages while the patient was tethered on the power module patient cable. The x-rays displayed a portion of the percutaneous lead with tape near the bend relief area. The manufacturer¿s technical services team performed a percutaneous lead evaluation and was unable to reproduce the low speed/pump stop events. No evidence was found to suggest a fracture in the external portion of the percutaneous lead. A possible "short to shield" issue was suspected internally. An external percutaneous lead repair was not attempted. The hospital opted for a modified power module patient cable for the patient¿s use.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation; however, based on the manufacturers past experience and similar reported events, in addition to the pump stoppages confirmed through the analysis of the system controller submitted log file which were resolved when the patient was provided with a non-grounded 14 volt power module patient cable, this event could be indicative of driveline damage. However, a full examination of heartmate ii lvas could not be conducted as the patient remains ongoing on vad support. The heartmate ii lvas instructions for use explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was requested but not provided. The driveline infection and debridement referenced are reported under manufacturer report # 2916596-2015-00110. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.